Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 investigation summary: the product was returned to ethicon for evaluation. One open msda folder with four needle suture combinations, one dispensed needle suture combination and one suture piece outside the overwrap packet were received for analysis. The product code sxx54n is multistrand and contains ten strands double armed per packet. Upon initial inspection of the returned sample no issues related to product mix could be observed. However, it was noted that two pledgets of the same material had been threaded into the suture piece. Additionally, the ends of the suture appeared to be cut, likely by a surgical instrument, and body fluids were detected on the strand. The remaining five needle-suture combinations were examined, and it was noted that each suture contained a single pledget. No anomalies or issues related to incorrect components were identified during the evaluation. Given the current condition of the returned sample, it is not possible to determine the potential cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Product complaint# (B)(4). Date sent to the FDA: 9/11/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: 1. Could you kindly provide the lot number, please? Its 102r6h, 31/7/2029. 2. What is the source of information for the queries above. It was reported by operating theatre staff nurse and doctors. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2025 and suture was used. It was reported that a double pledget found in suture. There were no patient consequences reported. Additional information was requested.